Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the bright on caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions similar to a shock. As per CAPA # (B)(4) this event is retrospectively being reported and therefore was not reported within the required 30-days.

Event description:
On (B)(6) 2019 the customer reported that she was shocked while using the bright on light. It is unknown if medical intervention was required.